Event description:
It was reported that an eva bag leaked. This occurred during patient infusion of total parenteral nutrition (tpn). The reporter stated the bag leaked from near the port at the infusion line connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.